Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the proper air removal techniques. Tandem technical support educated the customer that the tandem pump user guide instructs the user to remove any residual air from the cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer loaded a new cartridge to resolve the issue.